Manufacturer narrative:
Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿; will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the heat exchanger. No injury was reported.